Event description:
In 2009, the pt reported that for the "last 6 months" he has been experiencing air bubbles in his insulin cartridges. He stated that he removes air as he is filling the insulin cartridges but after the cartridge is inserted into the infusion device, "a giant air bubble appears." As a result, he has experienced elevated blood glucose of 16-18 mmol/l (288-324 mg/dl). His target blood glucose level is 8 mmol/l (144 mg/dl). He stated that the does allow insulin to reach room temperature prior to use. He attaches the adapter to the cartridge prior to insertion but he does not attach the infusion tubing until after the cartridge has been inserted into the infusion device. He was educated on the proper procedure. There was an air bubble in the insulin cartridge at the time of the report and he was able to prime it from the system. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.